Event description:
It was reported that the patient had reprogramming done by a manufacturing representative (rep) last week and 2 days ago the patient ¿s stimulation was shocking him and it was too high. On group f-lead one, he could be sitting or walking and it would go up or down and not stay the same and it had different pulsations. The patient turned stimulation down on program and the shocking sensation decreased when it was turned down. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 254640001, implanted: (B)(6) 2010, product type: accessory. Product ID: 3550-39, lot# n266526, implanted: (B)(6) 2010, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).